Manufacturer narrative:
Product event summary: the controller, (B)(4), was returned for evaluation. The controller, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of controllers¿ manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned device (B)(4) revealed that the device passed functional testing. Visual inspection revealed a loose power port 1 connector, confirming the reported event. Based on an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Additional device associated with this event: d1: heartware® ventricular assist system - controller 1.0 d4: controller - (B)(4). H6: FDA method code: 4114, 3331 h6: FDA result code:213 h6: FDA conclusion code:67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two controllers (con213605 and con213466) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of controllers¿ manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned controllers revealed that the units passed functional testing. Visual inspection of controller con213466 did not reveal any anomalies. Visual inspection of con213605 revealed a loose power port 1 connector. As a result, the reported event can be confirmed only for con213605. The reported event could not be confirmed on con213466. Based on an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Other devices involved in this event: d1: heartware® ventricular assist system - controller 1.0 d4: controller / con213466/ model #: 1407de/ catalog #: 1407de/ expiration date: 2017-07-31 d10: yes, return date: 2018-10-12 h3: yes h4: mfg date: 2016-07-31 h5: no h6: device code(s): c63055 h6: FDA method code(s): 10, 3331 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary analysis for (B)(4). Device did not pass visual inspection and passed functional testing. Investigation still ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional device associated with this event: heartware® ventricular assist system - controller 1.0 d4: controller - (B)(4) / model 1407de / expiration date 31jul2017 / UDI #(B)(4). (B)(4).

Event description:
It was reported that there was a loose power port on both of the patient¿s controllers. The controllers were exchanged. No patient complications have been reported as a result of this event.